Manufacturer narrative:
UDI# (B)(4). Product evaluation: failure analysis for fiber 0010-2400-631a-1083: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Fiber was noted to be firing "at no angle in the same direction as the fiber". Less than 10,000 joules used and less than 10 minutes were expended on the failed fiber. The tip of the failed fiber was not cleaned during the procedure.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure it was observed that the "fiber cap failed" and "laser was firing through the tip". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported.